Event description:
During device evaluation, corrosion was found on the light guide cover glass and light guide connector of the videoscope. No patient involvement was associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection based on the investigation results, the most probable cause of this complaint is expected or random component failure due to deterioration, deformation, or physical stress. No design or manufacturing issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.